Event description:
The patient reported experiencing elevated blood glucose levels that she attributed to a dexcom continuous glucose monitor (cgm) malfunction, during which glucose readings were displayed as low despite actual blood glucose levels being high. It was further reported that on (B)(6) 2026, low glucose alerts were received from both the dexcom cgm and the omnipod system while the patient was sleeping after more than 48 hours od pod wear on the arm. No symptoms were reported at that time. The patient was subsequently transported to the emergency room, where blood glucose measurements were reported to be greater than 400 mg/dl. Upon removal of the dexcom cgm, the patient reported that the sensor cannula was bent. No specific diagnosis was provided during the medical evaluation. Treatment included intravenous fluids, insulin, and anti-nausea medication. The patient remained under observation for approximately ten hours and was discharged the same day. The medical event was reported by the patient to be associated with inaccurate glucose readings from the dexcom cgm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and emergency room visit. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone12.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.